Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photo noted that there were cuts on both extension tubes, right above the bifurcate hub. The placement of the cut suggests it was created by clamping the tubing too close to the hub. Clamping the extension tube close to the hub can cause excess stress on the extension tubing which can lead to breaks/leaks in the tubing where it connects to the bifurcate hub. It was reported that there was a leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the use of the catheter, it was found that there was a crack at the connection between the extension tube and the transparent silicone tube. The connection between the catheter and the red and blue head was ruptured. There was a leak at the junction of the extension tube and bifurcate. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was not repaired. There was nothing unusual observe on the device prior to use. Flushing was done prior to use and as a result there was a leakage. There was no excessive force use on the device. Alcohol was the cleaning agent used on the device. The clamp was moved periodically. There were no other products being utilized with the device. Blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the use of the catheter, it was found that there was a crack at the connection between the extension tube and the transparent silicone tube. There was a leak at the junction of the extension tube and bifurcate. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was not repaired. There was no reported patient injury.